Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was seen at a refill appointment. It was stated that the pt had an MRI approx two months ago, later, the date was noted as (B)(6) 2011. However, the pump was not read after MRI. The pump was read on (B)(6) 2011 numerous times and it was also updated as it was refilled but it still showed motor stall. The reservoir was accessed and actual volume matched predicted value of 5.7ml which indicated "the pump had been pumping despite the stall message." The pump did not give motor stall recovery message, despite troubleshooting; stopped pump period may exceed tube set message was seen on interrogation. Pt was schedule for another MRI next week. There were not withdrawal symptoms and pt and his wife denied hearing any alarms. However, alarms were heard by the healthcare professional and MFR rep at two occasions during the visit. Drug delivered via the device was compounded baclofen 170mcg a day 2000 mcg a day.

Event description:
Additional information received reported that the patient was seen by their health care professional (hcp) on (B)(6), 2012. It was reported that the pump had stopped beeping shortly after the hcp saw the patient (B)(6) 2011. The pump was interrogated and no alarms were noted in the logs. A refill was performed and the expected/actual volumes were accurate. No patient symptoms were reported.